Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturer representative (rep) had not seen the patient to clear the power on reset (por) yet. The appointment was moved to (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported for the past two months the patients stimulator was unable to charge. The manufacturer representative had an appointment to see the patient on (B)(6). If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the power on reset (por) had not been cleared. The patient needed to find a healthcare provider (hcp). The device had not yet been restarted.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient needed a physician mode recharger (pmr) because the device was overdischarged. The patient could charge through the week and would meet again soon with the manufacturer representative to clear the power on reset (por). Therapy had not yet resumed. If additional information is received, a follow-up report will be sent.